Event description:
The complainant had placed an impella 5.5 after care escalation from an impella cp. The patient had been admitted in with cardiomyopathy and cardiogenic shock. On the day after implant, the purge pressure rose prompting the team to give tissue plasminogen into the purge. On day 10, a large hematoma in the right axillary soft tissues was noted and there was a possible pseudoaneurysm. The team treated by infusing blood products. Additionally, there was a subarachnoid bleed. This prompted the team to stop heparin and switch to sodium bicarbonate. The pump remained on despite this until the family made the choice to withdraw care. Medical safety officer review: multiple pumps which included bipella support with impella rp and impella 5.5 supported the patient. Impella cp and impella rp related events are serious injury type of reportable events. The demise outcome is associated with the impella 5.5 as there is not enough evidence to excluded the impella 5.5 device used as an associated factor to the patient's outcome; last device used and the patient had hemolysis, extensive repair and blood transfusion which is more likely to be related to the demise outcome.

Manufacturer narrative:
Medical safety officer review: multiple pumps which included bipella support with impella rp and impella 5.5 supported the patient. Impella cp and impella rp related events are serious injury type of reportable events. The demise outcome is associated with the impella 5.5 as there is not enough evidence to excluded the impella 5.5 device used as an associated factor to the patient's outcome; last device used and the patient had hemolysis, extensive repair and blood transfusion which is more likely to be related to the demise outcome. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: use of echocardiography for positioning of the impella catheter. ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The investigation of access site bleeding, stroke/cva, high purge pressure, hemolysis, and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Access site bleeding: no product was returned and data logs are not applicable. The root cause of the access site bleeding was not determined since insufficient clinical details were provided and no product was returned. Stroke/cva: the root cause of the stroke/cva was unable to be determined due to insufficient clinical details. High purge pressure (hpp): the data log review did not show any high purge pressure alarms until (B)(6) 2025. On (B)(6) 2025, there was a brief spike in purge pressure that resolved within 4 minutes. A few hours after this spike, there was a shift upward in purge pressure from 400 mmhg to 600 mmhg. There were some long bag/cassette changes throughout the case, but none directly prior to the hpp event. Purge pressure was stable from (B)(6) 2025 until the hpp event on (B)(6) 2025. No problem was found with the 5.5 during the time of the complaint based on data log review. Hemolysis: data log review showed suction alarms throughout the case, but most present between (B)(6) 2025. There are no major positioning issues based on the data logs. There is a motor current spike on (B)(6) 2025. The placement signal varies throughout the case with no clear trend. No product was returned. The root cause of the hemolysis was not determined since no product was returned and insufficient clinical details were provided. Vf/vt/af/at: the root cause of the vf/vt/af/at was unable to be determined due to insufficient clinical details. H6 health effect - clinical code 1770 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30173.